Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, incomplete transmissions and episodes of non-sustained ventricular tachycardia could not be viewed. Device reprogramming was performed and the patient is in stable condition.